Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, a securesense alert detected several non-sustained right ventricular oversensing (nsrvo) episodes. Device reprogramming was performed to resolve the issue. The patient is stable.